Event description:
On (B)(6) 2006, I underwent a total hip arthroplasty procedure. I received a depuy pinnacle 300 cup, sz 62 mm, a pinnacle metal 36 mm liner, a depuy prodigy 13.5 mm stem, small stature and a 36 mm articul/eze m metal on metal femoral head, 36 mm +2 neck. Soon after surgery, I began experiencing severe pain and discomfort. Due to chronic pain and discomfort and several dislocations, on (B)(6) 2009, I underwent a revision of the left total hip arthroplasty. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: degenerative arthritis of the left hip secondary to avn.